Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician inserted the introducer needle with the arrow raulerson syringe (ars) attached into the patient's internal jugular vein. During repositioning of the needle, the physician observed that the needle cannula had separated completely from the hub. The needle was removed, and the procedure was continued using a new set, which functioned as expected. The catheter insertion was successfully completed without further issue. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond that described.